Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 33 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. The sutures of all samples received have been pulled out from packaging and we have not found any broken threads. Furthermore, we have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.52 kgf in average and 1.45 kgf in minimum (ep requirements: 1,27 kgf in average and 0,76 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
K170661. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn quick suture. The client reported that the thread breaks when the package is opened. The event was prior to use, no patient involvement. No more data has been provided.